Event description:
Patient to or for cystoscopy laser ablation of bladder stones. Surgeon was in the process of lasing stones when the laser would fire but would not generate enough power or energy to breakdown the bladder stone. The settings on the laser machine were at the maximum energy values. A new fiber was opened. Surgeon was able to break up the stone for about 30 seconds with the new fiber and then the fiber no longer worked. The laser machine was rebooted. Rep was called. Blast shield was replaced per the reps suggestion and another fiber was opened but laser continued not to perform. Four fibers opened in total. Procedure aborted. No harm to patient but procedure was not completed as planned. The laser is supported by the biomed department. During the investigation it was found that biomed had previously contacted the manufacturer three times for regular scheduled maintenance and they did not respond to the requests until after biomed requested service on the now failed laser. Manufacturer leadership was notified by hospital/corporate leadership that they failed to provide preventative maintenance per the contract.